Event description:
Received abstract published in "obes surg (2012) 22:1315-1419" through forwarded product/watch from allergan glis department abstract: emergency laparoscopic gastric band removal in late pregnancy rotundo, a.; elkalaawy, m.; banks, m.; dawas, k.; hashemi, m.; mughal, m.; jenkinson, a.; adamo m; batterham, r. Obesity surgery, (sep 2012) vol. 22, no. 9, p. 1393. No add'l info is available at this time. It is not clear if the devices associated with the abstract are allergan devices. The devices are not available to allergan for product analysis.

Manufacturer narrative:
Taper unk. (B)(4). No contact info is available to allergan, at this time, to ask the reporter for the return of the product for analysis, to indicate the product serial number, the date of the event, and the implant and explant dates. Allergan will continue attempts to obtain this info. At this time, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was provided in the abstract. Visual examination may determine the connector type associated with this report. Allergan has not received the product. Therefore no analysis or testing has been done. Pain vomiting, nausea, and dyspepsia are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining in probable cause for these events. Device labeling: the MFR of the lap-band adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band system may be easily damaged by improper handling or use. Add'l device labeling: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gastritis, abdominal pain, dehydration, diarrhea, abnormal stools, constipation, flatulence, dyspepsia."